Event description:
It was reported two weeks after implant the patient noticed her device was bulging "like a golf ball" out of the skin. She visited her follow-up physician, who advised her that it looked ok. During the next week, the bulging got worse. The patient visited a different physician, who felt there was a massive infection going on, and performed emergency surgery to explant the device. A CT scan prior to surgery showed that the leads were 'in the colon". During surgery, it was observed that the leads were detached from the device, and lying on top of the colon. Infection was observed over the implant, and entire stomach. It was noted that the injection was so severe the patient almost lost her life. She was placed on IV antibiotics for sixteen weeks following explant. The patient outcome is unknown at this time. Further information is being requested from the hcp.

Manufacturer narrative:
See scanned pages.